Event description:
The patient reported, the up button on her insulin infusion device is not working properly. She stated, it is not flattened and appears normal. She stated, she was unable to adjust her basal rates and has had erratic blood glucose readings from 65 mg/dl to 233 mg/dl with her normal range being over 100 mg/dl. She said her symptoms were feeling shaky and having cloudy eyes and she corrected her low blood reading by drinking juice. The patient was advised to switch to her backup insulin infusion device. On follow up, the patient stated, she is doing well and her blood glucose readings have returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.